Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had observations of noise that was oversensed by the respiratory rate trend (rrt) causing inappropriate mode switches. It was noted that the rrt feature was disabled, which mitigated the issue. No additional adverse patient effects were reported.